Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported that due to being unable to obtain readings, they lost consciousness due to hypoglycemia. The customer was taken to hospital and treated with "2 vials" of glucose via IV. There was no report of death or permanent injury associated with this event.